Event description:
It was reported that during a coronary stent procedure, the physician experienced initial inflation difficulties with the balloon, however, was able to fully deploy the stent. Upon removal, the balloon would not deflate properly. The entire system, including guiding catheter, was removed. No pt injury or complication occurred.